Event description:
The manufacturer received information alleging a ventilator's pressure was out of range. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h10 was incorrectly reported in the previous report. It has to be the manufacturer previosuly reported an allegation of a ventilator's low oxygen pressure. There was no report of patient harm or injury. The device was inspected and an error was found (e-342). The manufacturer concludes that they could confirm the customer's allegation and found low oxygen pressure alarm, obm pca faulty and also noticed pollen filter dirty, rubber feet missing.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device low pressure related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was inspected and an error was found (e-342). The manufacturer concludes that they could confirm the customer's allegation and found low oxygen pressure, pollen filter dirty, rubber feet missing. Section h6 updated in this report.